Event description:
Allegedly removed stem during revision of neck.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Attempts are being made to have the implant returned for evaluation. The event device code is addressed in the package insert. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility at this time. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00318.